Manufacturer narrative:
(B)(4). During the eval of the sample, a secondary component failure was found. This component failure did not contribute to the reported condition.

Event description:
Procedure type: unk. According to the reporter: a small metal piece from the device fell off and into the pt's cavity. Surgeon was able to retrieve the piece. It could not be reported if the case was delayed, if there was tissue damage or bleeding. No pt injury was reported.